Manufacturer narrative:
(B)(4). The UDI number is unknown because the part number was not provided. There was no reported device malfunction and the product was not returned. The reported patient effects of thrombosis, as listed in the supera, instructions for use is a known patient effect. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report additional information was received. On (B)(6) 2017, the patient presented with coldness and sensation of numbness and angiography confirmed in-stent thrombosis. An attempt was made to treat the thrombosis with percutaneous transluminal angioplasty (pta); however, it failed so an attempt was made to do a femoral bypass but the patient's leg had to be amputated. No additional information was provided.

Manufacturer narrative:
(B)(4). Adverse event/ disability or permanent damage removed. (B)(4). Subsequent to the final report additional information was received stating the device was a medtronic stent and not an abbott stent. However, because the initial report has already been filed, this event must remain reportable. No investigation is required.

Event description:
Subsequent to the final report additional information was received stating the device was a medtronic stent and not an abbott stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the initial procedure was to treat the femoral artery where an unspecified supera stent was implanted. Approximately three months post implantation in-stent thrombosis was observed. The thrombosis was treated with percutaneous transluminal angioplasty (pta). There was no adverse patient sequela reported. No additional information was provided.